Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the customer observed the vessel sealer instrument was not being recognized by the e-100 generator. It was noted that the customer power cycled the system twice however the e-100 would still not recognize the instrument. After both power cycled the erbe generator recognized the instrument without any issues. The vessel sealer instrument was used with the erbe generator for the rest of the case. The live logs were not available during the call, however the customer would like the field service engineer to follow up and test out the e-100 generator. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse tested the instrument that failed on the e-100 generator. The failed vessel sealer (vs) was plugged into both bipolar ports on the integrated electro surgical unit and it was only recognized in one of the ports. The vs was also plugged into the e-100 and the e-100 would not recognize the vs. The fse checked all 3 ports to ensure they were functioning properly with a test instrument. All ports checked out to be functioning properly. Fse recommended the site RMA the failed instrument. The system was tested and verified as ready for use. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the e-100 generator was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically with the erbe generator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.